Event description:
It was reported that the device has an inbound error. The left iui connector has bent pins. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2 tab for health professional and d8, third party servicer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left iui. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to damaged pin of the left iui. A review of the device history record showed the device had a manufacture date of 04dec2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has an inbound error. The left iui connector has bent pins. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an inbound error. The left iui connector has bent pins. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has an inbound error. The left iui connector has bent pins. No additional information was provided. There was no patient involvement.